Event description:
I went for a routine dental cleaning on (B)(6), 2010. I had no cavities or problems with my teeth. They put the pressure on me to do x-rays as a routine and the dental hygienist gave me both a set of dental x-rays and a cone beam scan and I have been suffering from the effects of radiation sickness ever since. I noticed that evening that my face was very pink as if I had been in the sun when I had not. The next day, I felt very out of sorts and had a feeling of heat/burning coming from my head. I then became extremely fatigued and had a headache that felt as if I was hit over the head. I was nauseous and had loose stools and felt very bad. On (B)(6), I ended up in the ER because I was so weak and felt that I was getting worse. They did not know what was wrong with me. The worst of it was 2 weeks after the dental visit, I had extreme nausea, tremors, very heavy fatigue, and the headaches. My blood pressure was high for me ranging from 130/90, 150/90, and my resting heart rate went up to 114. It was previously 100/60 with a resting heart rate of 60 as I was in great health and previously jogged every week. I went to several doctors who were all baffled and ran many tests which I will explain in the next section. It has been almost 4 months and I am still having fatigue and headaches. I feel a burning feeling on the right side of my head. I have not been able to return to my normal life after all this time. I have not been able to work, missed all the holidays. I do not know if the dental hygienist pushed the button more than once or what happened. I wish I had been informed that I was receiving a CT scan. I asked and was told it was "just an x-ray" and that it had no radiation. "I would get more radiation from a day at the beach" or "more radiation from an airplane ride" was the wording they used. If I had been informed this was a CT scan, I would have questioned it and refused it.